Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. The emboshield nav6 embolic protection system (eps) was prepped and deployed with a non-abbott barewire. The filter was unable to be retrieved with the non-abbott barewire as the filter slid off of the non-abbott barewire. The filter was retrieved via snare. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Only the filter was returned to abbott vascular for analysis. Return of the rest of the eps and viper guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (IFU) state: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, because the viper barewire used in this case is also equipped with a step to prevent the filter from coming off, it could not be determined if the off-label use contributed to the filter coming off the guidewire. Based on the information provided, the investigation was unable to determine a conclusive cause for the filter coming off the barewire. It may be possible the full embolic load contributed to the difficulty; however, this could not be confirmed. Additionally, the treatment appears to be related to the operational context of the procedure as the filter was removed using a snare device. The noted kink on the support structure likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.